Manufacturer narrative:
It was reported that a communication error occurred during registration. A DHR review and a review of complaint history did not identify any contributory factors to the event. Technical investigation showed that two communication error occurred during registration. The technical root cause of the first communication error is a shared memory error and the technical root cause of the second communication error is a design defect.

Event description:
During seeg surgery a communication failure occurred during registration as the robot start button was pressed. There was no precipitating events. The robot was rebooted and functioned normally afterwards.